Event description:
It was reported that during an ablation procedure one faradrive sheath was selected for being used, however air was detected when removing the sheath after the procedure. The procedure was completed with the original device without patient complications. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.